Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the atrial lead exhibited oversensing noise causing inappropriate mode switch. No intervention was performed. The patient will continue to be monitored. There were no patient consequences.